Manufacturer narrative:
The patient reported experiencing skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The patient experienced general redness, itching, blisters/welts, open sores/skin, and pain with the patches. The patient sought medical treatment for the skin irritation and was treated with prescription medication (topical steroid). The patient discontinued service due to the skin irritation and had already sent the device back at the time of the report. The patient reported following the recommended skin preparation steps and has no history of skin sensitivity or allergy to metals and/or adhesives.the universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported experiencing skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The patient experienced general redness, itching, blisters/welts, open sores/skin, and pain with the patches. The patient sought medical treatment for the skin irritation and was treated with prescription medication (topical steroid). The patient discontinued service due to the skin irritation and had already sent the device back at the time of the report. The patient reported following the recommended skin preparation steps and has no history of skin sensitivity or allergy to metals and/or adhesives.